Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available.

Event description:
New information received noted that device was explanted and replaced on (B)(6) 2024. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of longevity anomalies and premature discharge of battery was not confirmed. The device was returned with normal output and telemetry communication. Visual, electrical, longevity, and mechanical analyses were normal with no anomalies found.